Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4: based on the 3 digit lot number provided, the manufacturing date of the device was in the month of july 2022 but a specific date could not be identified. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely that external stress was applied to lock lever of connecting tube, which broke the lever and the tube was unable to be connected. Additionally, it's probable the external stress was due to a force that was applied in incorrect direction. The final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿9 preparation and inspection 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that one of the lever locks was broken off and was not returned for evaluation. The endoscope side connector had no damage as the connecting lever was still intact. Functional tests could not be performed as one of the lever locks on the reprocessor side connector was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the connecting tube side connectors crack and fall off. The issue was found during reprocessing. There were no reports of patient harm. This medical device report (MDR) is related to the following patient identifiers: (B)(6) , (maj-2117). (B)(6) , (maj-2111). (B)(6) , (maj-2110). (B)(6) , (maj-2330, this report). (B)(6) , (maj-2110).